Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information.

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).